Event description:
During a routine test, it was observed that the battery would not turn on when a heart lung console is shut off. There were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.